Event description:
During troubleshooting for a check final line alarm the home patient (hp) did not have a bag on the blue clamp line. The hp disconnected the bag from the supply line and added it to the final line. Global technical service (gts) explained he could not do that and that the hp needed to start over with all new supplies. The patient was involved but there was no serious injury or medical intervention indicated at the time of the initial report. A follow up was done via phone. The nurse said that she was aware of the problem and had talked to the hp about proper procedures. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a report of a user error was not confirmed. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Per the complaint information, the cause of the complaint is use error. Label review was performed and the review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. Should additional information become available, a follow up MDR will be sent.